Event description:
Patient reported discarding "about 20" infusion sets due to bent cannulas since (B)(6). Patient also reported "when adhesive is wet sometimes cannula is also bent", but no clarification of how many times this occurred, or if more than one lot was involved was provided, lot number 5072259 was the only lot number provided. Patient is alleging product defect caused leak; when adhesive is wet sometimes cannula is also bent. Patient stated the leak originated from the bent cannula. Patient reported insulin also leaked from the site when cannula was not bent but the adhesive was wet. Patient discovered bent cannulas and wet adhesive due to high blood readings; was able to self-treat. No adverse event reported. Alleged infusion set is unknown and no longer available; no product to be returned. See emdr (B)(6) for lot 5072259. See emdr (B)(6) for unknown lot.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. See emdr (B)(6) for lot 5072259. See emdr (B)(6) for unknown lot. Device is unavailable for return.